Event description:
I had lasik surgery with dr (B)(6) to correct my vision. They stated that very rare, but you may get slight dry eye right after surgery, but it will go away. I ended up getting severe dry eye syndrome 5 years later. (B)(6) of this year until today, it is still with me. I experience pain, burning, eye closure, head aches, excessive eye blinking and it is like a handicap for me in driving and work. I have seen an eye doctor and am taking restasis and over the counter drops; goggles when I run. It is bad news. Prior to this, I had nothing wrong with my eyes, only bad eye sight and wore contacts and glasses. I wish I would have never had this done and I hope everyone explores the down side versus what they show you as the up side. Its not worth it. By the way, the doctor says I will have it for the rest of my life. Dr (B)(6) wanted to charge me for him to look at my eyes again just to tell me to get over the counter drops. If I had time to picket outside (B)(6)'s office, believe me I would.